Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that the patient had high impedance when seen in the office. The original interrogation had good impedance, followed by high impedance after a system diagnostics, and then good impedance during the final system diagnostics. The patient had no history of trauma to the neck or other instances that would suggest the lead has been compromised. The patient¿s settings were lowered. X-rays have not been received by livanova to date. Device history records were reviewed for the generator, and the device passed all specifications prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No additional, relevant information has been received to date.